Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The tunneling tool perforated the patients fat layer during the procedure. Please refer to section b5 for more information regarding the specific circumstances of this event.

Event description:
It was reported that during the implant procedure for a subcutaneous implantable cardioverter defibrillator (s-ICD) system, the tunneling tool may have perforated the patients fat layer. The implant procedure was completed successfully. The s-ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure for a subcutaneous implantable cardioverter defibrillator (s-ICD) system, the tunneling tool may have perforated the patients fat layer. The implant procedure was completed successfully. The s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that during the implant procedure for a subcutaneous implantable cardioverter defibrillator (s-ICD) system, the tunneling tool may have perforated the patients fat layer. The implant procedure was completed successfully. The s-ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.